Manufacturer narrative:
H10. There is no other additional information available. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2018, and then experienced revision surgical procedure on (B)(6) 2023, approximately 5 years after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6) 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. (B)(6) 02-010-01-0260 - logic femoral ps cem left sz 6. (B)(6) 200-02-41 - three peg patella 41mm. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and instability could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.